Event description:
It was reported that either the lead or extension is broken. There is an abnormal resistance value (high impedance). The cause remains unknown. It had been managed by readjustment of stimulation, but due to the patient¿s request, removal was performed for the time being. The issue has resolved. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID b3400060m lot# serial# unknown: explanted: (B)(6) 2026 product type extension product ID b3301542m lot# serial# unknown: explanted: (B)(6) 2026 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: unknown: product ID: b3301542m, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.